Event description:
It was reported that during a reversal of hartmans procedure, the anvil would not release and then fell off into the colon. The colon had to be opened to retrieve the anvil. The procedure was switched from an open surgery to an unplanned colostomy.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: why did the colon need to be opened to retrieve the anvil? Please clarify what required a colostomy? Was the surgeon unable to retract after firing? Was the firing stroke completed? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Were the donuts inspected? What is the patient¿s current status?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ecs29a device arrived with the anvil missing, otherwise in good visual condition. The casing half washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The test anvil was attached on the device completely and without any difficulties and did not detach during functional testing. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.